Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, during laser assisted cataract surgery the oct (optical coherence tomography) line scan image was offset and made it difficult to visualize the posterior capsule. The surgery was completed successfully. Additional information has been requested.

Manufacturer narrative:
Upon arrival, the company representative found the system working as intended. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).